Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. DHR review: a device history record review was performed for the finished device lot number 60000657 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the patient experienced blood pressure drop treated with pericardiocentesis and later with surgical intervention as a tear was found on the superior vena cava (svc). The report indicated that this was varipulse procedure, and during septal puncture with ¿vsl0¿ sheath, a sl0 wire was added to the left atrium (la). The second wire was inserted to la via a vizigo sheath and dilator, but it was not inserted smoothly. Then, it appeared that the wire entered the space between la and right atrium (ra). At that time, there was a possibility that a cardiac tamponade had occurred. A decrease in blood pressure was observed when ablation of ¿vp¿ was started in la. Since the low blood pressure persisted, pericardiocentesis and pericardial drainage were performed. It was confirmed that approximately 300 ml of venous blood was drained. After that, the patient's blood pressure also stabilized, and the procedure was continued/completed. On that day, the patient was admitted to the critical care unit (ccu). It was highly likely that the event occurred between the puncture and the septum puncture. The physician¿s assessment was that it was non-serious (moderate/minor). The patient required extended hospitalization. No relationship with the product. There were no abnormalities observed prior to or during use of the product. Additional information was later received indicating that after the procedure on the same day, the patient's blood pressure dropped again, and surgical intervention was performed. A tear was found on the svc, and suture was performed. Since then, the patient's condition has stabilized. The patient remains hospitalized. No defects, discomfort, or malfunctions were observed with the ¿ep¿ device. The outcome of the adverse event was reported as improved. The transseptal puncture was performed with sl0 sheath. The blood pressure drop was observed at the start of the ablation. No evidence of steam pop, and the event occurred during ablation phase. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 18-nov-2025, additional information was received indicating the irrigated catheter was used in a flow setting of 30ml/min. Additionally, concomitant product details were received as such they were updated from ¿trupulse generator¿ to ¿trupulse generator, japan¿ and ¿unknown ngen pump¿ to ¿ngen pump, japan configuration¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).